Event description:
The customer reported that the central nurse's station display screen was not showing correctly. The cns display screens were showing double and hazy, there was no reported patient harm or injury.

Manufacturer narrative:
H10: additional narrative: on 04/29/19, (B)(6) at (B)(6) med center reported the cns-6801a (pu-681ra sn:(B)(6)) had one screen showing double/previous font faded. The cns has two screens and then a remote screen connected to it. The unit was a 1 week old installation. Service requested. Troubleshooting/assistance. Service performed nka installation specialist went onsite to correct the issue. Installer notes entered below: I was onsite at (B)(6) friday 5/3 and found the primary display of the dual display out of calibration. All 3 displays were calibrated when I did the initial install and the monitor tech also said the image was initially fine but later became poor. Unless we have a kvm that is loosing it's calibration, then the poor image was caused by the monitor tech hitting the select button inadvertently and entering the secondary calibration method as in attached picture. I have usually installed the kvm receivers under the desk but I was not able to in this situation and the customer did not want them mounted on the wall. Biomed was not engaged when I was onsite for the original install and mary, the biomed lead, directed me to the facility's it department as they were supposedly my onsite interface. When I was onsite friday 5/3, I went to biomed and showed mary, on how to perform the calibration procedure and I emailed her a pdf with instructions. I also recommended a more permanent solution to covering up the buttons using metal or plastic to replace my temporary cardboard solution. Investigation result. The cns was put into service on 04/21/19, which is one week prior to the reported issue. Review of device history found no previously reported issues with the unit's display. There was a reported issue of the cns screen showing faded or hazy font. The cns display was found to be out of calibration. The display had previously been calibrated the week prior during installation. Due to the situation at the facility, the kvm was installed in a location that made it easy to be tampered with. Issue was resolved by advising customer on proper calibration procedure. Customer was also advised on adding a physical layer of protection to the kvm buttons to prevent future recurrence of the issue. The root cause is determined to be user error/education needed. Based on the given information, this issue is not suspected to be caused by deficiency of the cns or its design. There were no further reported issues with the unit. Corrected information: d4. Model number . Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?, additional information, correction; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the central nurse's station display screen was not showing correctly. The cns display screens were showing double and hazy, there was no reported patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station display screen was not showing correctly. The cns display screens were showing double and hazy, there was no reported patient harm or injury.